Event description:
Patient had embolization of right cavernous sinus angiofibroma by dr. Prior to a resection of a tumor at a later date. Upon awakening from the procedure (less that one hour after the procedure), patient c/o, complaint of loss of vision. Another dr. Was called stat to evaluate the cause of the loss of vision and performed an emergency decompression of the eye to disperse microscopic air embolism of the left central retinal artery. The patient was hospitalized and placed on IV steroids. The patient was discharged home in stable condition after several days. The patient's sight in left eye has not returned to baseline.